Manufacturer narrative:
Upon further review, it is clear that philips reference (B)(4) closely relates to the core issue documented in (B)(4), which concerns a device drop event causing a broken power module case and slight dents. To ensure efficient communication and consolidated documentation, we have decided to close this case as a duplicate. All relevant information, including the issue¿s cause and resolution, will be thoroughly covered in the original case (B)(4). This approach maximizes clarity, avoids redundancy, and streamlines our efforts.

Event description:
Philips received a complaint on the heartstart mrx indicating that the power module has a broken case. The device was not in clinical use at the time the issue was discovered.

Event description:
This report is based on information provided by philips remote service engineer (rse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the power module has a broken case. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the defibrillator fell to the ground, resulting in a broken casing on the power module, but the device still passed the functional test, and there was an order for a replacement power module due to a small crack, despite the device becoming obsolete as of 12/31/2022. Based on the available information and the conducted testing, the likely cause of the reported problem was that the defibrillator falling to the ground and sustaining damage occurred due to its lack of mechanical attachment to the cart it was placed on, possibly as a result of the cart's fast movement. To resolve the issue, an order was placed for a replacement power module due to a small crack on the existing module. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : remote support provided.